Event description:
Delayed vascular occlusion [vascular skin disorder]. Case narrative: on 02-dec-2025, a registered nurse from UK notified teoxane geneva about an adverse event. According to the injector, a patient was injected on (B)(6) 2025 with 0.2 ml of rha 1 in the glabella using the flat blanching technique with the needle supplied in the box. The same day the patient experienced a vascular occlusion of severe intensity in the glabella. Considering the diagnosis, this case was assessed as reportable. The patient had history of previous injections with azzalure, including one injection in (B)(6) 2025 in the glabella without any reaction. The patient received hyaluronidase injections (3x1500 ui) on (B)(6) 2025, antiplatelet agent (aspirin) and antibiotics (clarithromycin). On (B)(6) 2025 the event was fully resolved therefore the case was closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.